Manufacturer narrative:
H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received. H3 other text : device was not returned yet.

Event description:
It was reported to vyaire medical that the ltv 1200 ventilator had low minute volume during patient use. Furthermore, the patient desaturated and was transferred to another ventilator. The customer confirmed that there was no patient harm associated with the reported event.